Event description:
A malfunction alarm with code malf 9 was reported, and there was no adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump and assisted the customer with the process. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to contact support if the issue happened again.